Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that suture placement was attempted with two proglide devices using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the knot of both proglide devices was noted outside of the proglide device. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no clinically significant delay in the procedure or therapy. No additional information was provided.